Event description:
It was reported that this implantable pacemaker device was attempted due to unknown product performance issue. This device was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Detailed analysis did not confirm the reported device observation. The device has passed the functional test. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was attempted due to unknown product performance issue. This device was replaced and not implanted. No adverse patient effects were reported. Additional information was received from the representative indicating that the pacemaker was not implanted due to artifact observed on the atrial lead when connected to the device. However, no artifact was present when the lead was tested using a pacing system analyzer (psa) or with a new device. The implant procedure using the new device was completed successfully without any adverse events.

Event description:
It was reported that this pacemaker was attempted due to unknown product performance issue. This device was replaced and not implanted. No adverse patient effects were reported. Additional information was received from the representative indicating that the pacemaker was not implanted due to artifact observed on the atrial lead when connected to the device. However, no artifact was present when the test was performed using a pacing system analyzer (psa) or with a new device. The implant procedure using the new device was completed successfully without any adverse events.